Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 07/24/2014. Evaluation shows frame broke at end of lower tube. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, the frame broken at weld by the anti tips on the left side.